Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed; there was a noise image due to damage on the scope connector. Other than the foreign objects found in the nozzle, additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover; the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover had a crack, a chip, and a white-clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was deformed and discolored; the adhesive around the objective lens was peeled and had a white clouded area; the adhesive around the light guide lens was peeled and had a white clouded area; the connecting tube and the image guide protector had a scratch; switch 4 had wear and switch 2 had a scratch; switch 4 did not work due to damage; and the up/down knob had corrosion. Additional follow up was performed regarding the reprocessing of the device. The customer cleaned, disinfected, and sterilized the device before sending it back to olympus. There was no delay in the start of precleaning. They noted that the use of air/water wash adapters may vary depending on the washer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was an occasional image noise on the evis lucera elite colonovideoscope. No patient harm was reported. The device was returned and evaluated, and a foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material. It could not be confirmed that the device was reprocessed in accordance to the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.